Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation. No medical records were provided for review. Therefore, the investigation is inconclusive for the reported infection as no objective evidence was provided for review. Furthermore, the clinical conditions alleged in the complaint cannot be confirmed. Based upon the available information, the definitive root cause is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through litigation process that sometimes post a port placement, the patient developed with unspecified infection. However, the current status of the patient was unknown.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. B5, d1, d4 (medical device catalog #, medical device lot #, unique identifier (UDI) #), g3, g4, h6 (patient, method, result, conclusion). Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that, on (B)(6) 2020, a port was implanted via the right internal jugular vein in a patient, for a history of breast cancer. About sometime later, the patient had dehiscence at the port site. Subsequently, the port was removed on (B)(6) 2023. Additionally, the catheter tip culture on the same day confirmed the presence of methicillin resistant staphylococcus aureus (mrsa) bacteria. However, the current status of the patient remains unknown.